Event description:
It was reported that there was a pt injury and calibration problem with the zimmer dermatome.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.